Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, blood was visualized seeping out of the deployment handle of a mynx control venous vascular closure device (vcd) between buttons #1 and #2. Once device was deployed and removed per steps in the instructions for use (IFU), the patient¿s access site bled, requiring the physician to place a bail-out figure of 8 suture. The device was opened in a sterile field and was stored as per the labeling. Additional information was requested but not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, blood was visualized seeping out of the deployment handle of a mynx control venous vascular closure device (vcd) between buttons #1 and #2. Once device was deployed and removed per steps in the instructions for use (IFU), the patient¿s access site bled, requiring the physician to place a bail-out figure of 8 suture. The device was opened in a sterile field and was stored as per the labeling. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2513202 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant inability to achieve hemostasis and mynx control system damaged" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. In addition, due to the nature of the complaint, the reported event could not be observed since patient related events cannot be duplicated in the lab and without procedural videos, cannot be observed. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. However, it should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.